Manufacturer narrative:
An event regarding corrosion & osteolysis involving a metal head was reported. The event was confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records was submitted to a consulting clinician who indicated: "the primary harm involved is pain following total hip arthroplasty. Limited clinical information was provided. The surgeon noted osteolysis in the proximal femur which he attributed to trunnion corrosion. No obvious osteolytic changes are noted on the one post operative xray available for review. The pain appears to be a clinical issue unrelated to the implant or its manufacture." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed as per provided medical records that were reviewed by a clinical consultant who concluded that the primary harm involved is pain following total hip arthroplasty. The probable root cause could be the osteolysis in the proximal femur which attributed to trunnion corrosion. But the exact root cause could not be determine as no obvious osteolytic changes are noted on the one post operative xray available for review. The pain appears to be a clinical issue unrelated to the implant or its manufacture. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient complained of right thigh pain, removed 36 + 5 lfit v40 head, 36 d x 3 liner, accolade I stem. Doctor noted corrosion under trunnion he associated that to osteolysis found in the femur. Replaced 36 d x3 liner with a 32 d x 3 liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient complained of right thigh pain, removed 36 + 5 lfit v40 head, 36 d x 3 liner, accolade I stem. Doctor noted corrosion under trunnion he associated that to osteolysis found in the femur. Replaced 36 d x3 liner with a 32 d x 3 liner.